Event description:
The reference image created during a camera adjustment on the ortho provue was found to be of poor quality. The reference image was of poor quality from (B)(6). No erroneous results were reported. (B)(4).

Manufacturer narrative:
On (B)(6) 2015 an ocd field engineer (fe) arrived at the customer site to regenerate the reference image due to specs in one of the wells of the reference image. The fe generated a new reference image per current instructions. The fe visually verified reference image was acceptable and had second level support visually verify it was acceptable also. The fe performed cards reading module of the wa diagnostic program successfully with no codes posting. Repairs have returned this instrument to expected operation.